Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her son (the pt) alleging a leaking cartridge. The reporter indicated that the pt's blood glucose (bg) had been between 250-350 mg/dl for the past 3 days. She also claimed that the pt was positive for ketones and had nausea. When removing the cartridge on (B)(6), 2011, at an unspecified time, the reporter claimed that she noticed insulin inside the cartridge compartment. The reporter also noted that she could also smell the insulin. The reporter denied observing cracks in the cartridge. The reporter indicated that the cartridges were being changed every 3 days and were not being reused. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury. The reporter also alleged that a cartridge had leaked insulin.